Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the motherboard was corrupted as error messages appeared on the imaging system after reinstalling the application software on the unit.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system display was flickering and had blue dots on it. There was no patient present when this issue was identified. The reported issue occurred in testing prior to use. No additional information was provided.